Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device exhibited intermittent over-sensed noise on the right ventricular channel. During a routine device check lead integrity testing was completed, noting the noise could be reproduced with arm movements, however the noise was not over-sensed by the device at that time. The device remains implanted. No adverse patient effects were reported.